Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. The alarm was cleared and did not reoccur. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding this event was provided by the customer.